Manufacturer narrative:
As reported in a research article, a patient with a 23mm trifecta valve was reported to have acute heart failure and regurgitation due to a leaflet tear; which was either replaced with a surgical valve or the patient expired prior to the re-operation procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying a 23mm trifecta valve that may be related to patient death. The patient reported experience of regurgitation and acute heart failure due to tear and was scheduled for treatment. However, the patient passed prior to the treatment. Specific patient information is documented as unknown. Details are listed in the attached article, titled "a case series of acute heart failure due to cusp tear of trifecta aortic valve", which was presented at the 23rd annual scientific meeting of the japanese heart failure society.